Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider for a clinical study, via a manufacturing representative, reported a patient experienced a return of pollakiuria on (B)(6) 2016. The patient's relevant medical history includes functional idiopathic urinary incontinence since 2012. It was unknown if there were any factors that may have led to or contributed to the issue. Reprogramming was done, but the issue was not resolved at the time of the report. There was no surgical intervention planned, nor performed. The ongoing event was assessed as not serious, linked to the stimulator (not related to the lead) and not linked to the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider of a clinical study via a manufacturer representative reporting that the event was related to the stimulation and not related to stimulator. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 309328, lot# 0208942314, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the event was not resolved but patient exited the study.